Event description:
The caller stated that the tube was losing air from the pilot balloon. The tube was pretested and inserted in the patient on (B)(6) 2010. They noticed that the tube was leaking air from the pilot balloon 3 days ago because the ventilator alarm was heard. They have been adding air to the pilot balloon several times a day when the ventilator alarm is heard. The caller will take the tube out of the patient and replace it with a new tube.

Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.